Manufacturer narrative:
(B)(4).

Event description:
It was later reported the cause of the heating and electrical feeling at the implantable neurostimulator site was reported as unknown. There was none device issue determined or seen. New leads placed. The patient was still in pain in the medial thigh area, incontinence continues and plan removal.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that her results were going away since implant. She got really good results from the device for the first three to four weeks, then the results started tapering down. She had a constant back ache and felt stimulation in her feet. She could feel a lump from ¿screws,¿ the implantable neurostimulator (ins) site was itchy, and her groin muscles were tight. The patient also had limited physical activity since implant and wanted to talk to her doctor about explant. Her stimulation had been off for the last week and a half as of (B)(6) 2015. If she turned stimulation down her ¿results¿ were worse and if she turned it up to where she could feel stimulation, it became very painful. She would get a stabbing pain in her ¿crotch area,¿ then the pain went down her leg and her toes curled. The patient had tried all four programs and did not see an improvement on any of them. She also reported heating and a ¿hot, burning, stingy, electrical, chargy feeling¿ at the ins site. She mentioned that she did not have an infection. All of her issues began three to four weeks after implant, but before september. The patient¿s indications for use were fecal incontinence and gastrointestinal/pelvic floor. The actions taken were no reported, so additional information was requested. If additional information is received a supplemental report will be sent.